Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had prompted battery empty. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, e1-event site email address, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion , health effect-clinical impact code) , h11. Corrected fields: b5, b6, b7, d10, e1-occupation, g4-510k. The additional initial reporter name is nelson wong. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse tested the unit as per preventative maintenance procedure and found the unit was working to specifications.

Event description:
It was reported by customer that during preuse check, the cs300 intra-aortic balloon pump (iabp) had prompted battery empty. There was no involvement and no injury reported.